Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for blood glucose level of 34mg/dl to 465mg/dl. The customer treated with glucose tablets. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks however air bubbles were present. Customer declined to check their settings. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The reservoirs will be returned for analysis.